Manufacturer narrative:
Evaluation: results: the lead was returned cut and incomplete. As such no functional testing could be performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (netherlands) was implanted with an scs system including a percutaneous lead on (B)(6) 2011. During the implant procedure, it was alleged that the physician experienced difficulty implanting the lead extension (reference MFR. Report #s 1627487-2011-00921 and 1627487-2011-00922). The associated lead was reportedly replaced on (B)(6) 2011 due to lack of stimulation. Effective therapy relief was recaptured for the patient as a result of the procedure.